Manufacturer narrative:
Correction: (b1) adverse event, not product problem correction: (b2) life-threatening, not disability or permanent damage additional information: (b5) (h10): it is unknown if the guide wire or the microcatheter caused the aneurysm rupture.

Event description:
It was reported that treatment of an acom aneurysm with the web sl device was planned. During access of the aneurysm with a synchro guidewire and a via 17 microcatheter, the aneurysm was ruptured. The web was immediately placed and opened in the aneurysm. Follow-up dynact imaging demonstrated a little bleeding. The patient is reported to be "doing fine" and in good condition. There was no reported adverse clinical sequela as a result of the rupture.

Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The device was not returned for evaluation; therefore, an analysis could not be conducted. The root cause cannot be determined. The instructions for use (IFU) identifies rupture as a potential complication associated with the use of this device.

Event description:
It was reported that during aneurysm access with the via 17 microcatheter, the physician ruptured the aneurysm. Some bleeding could be observed on dyna-CT.